Event description:
It was reported that there was a damaged lead. Damage was detected while capping the lead during the procedure. Upon removal of the lead end cap the lead had appeared to have stretched and the contacts were far apart from one another. The surgeon was able to insert the lead into the extension and to line up the connector blocks. Impedance testing was done and all impedances were within normal range. The cause was determined to be that the lead end cap had not been put on all the way, it was screwed to contact 2. Action required as a result of the event was surgical intervention. The patient was alive with no injury and it was unknown if there were any patient symptoms associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).